Event description:
It was reported that after a protegen sling implant, there was "erosion and necrosis of the vaginal wall, dehiscence, erosion through the urethra, and other injuries and damages to the pt." The sling was removed in 1998. There is no further info available and the sling is not available for evaluation.